Event description:
According to the distributor report, the adhesive contacted the pt's eye and eyebrows during a laceration closure. There were no serious consequences to the pt, and the pt is reported as doing well. No further info was available.